Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping meter displayed the error message "pc connected". The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the error message appeared at lunchtime on (B)(6) 2016, when she was in the united states. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that at dinnertime on (B)(6) 2016, she developed symptoms of "thirst". She denied receiving any treatment for her symptom. At the time of troubleshooting, the cca noted that the patient had not been using the meter for the first time; it had been in use for about 4 years. The patient confirmed that the meter was not connected to the computer at the time of receiving the message. The patient replaced the batteries, but the issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of an acute diabetes excursion, after the alleged error message appeared.